Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20055135, medical device expiration date: 2023-05-02, device manufacture date: 2020-04-30. Medical device lot #: 20017458, medical device expiration date: 2020-01-31, device manufacture date: 2023-01-31. Medical device lot #: 19125901, medical device expiration date: 2022-09-12, device manufacture date: 2019-09-12. Medical device lot #: 20026101, medical device expiration date: 2023-02-12, device manufacture date: 2020-02-11. Medical device lot #: 20076407, medical device expiration date: 2023-07-14, device manufacture date: 2020-07-11. Investigation summary: a complaint of sets being discolored in packaging was received from the customer. Samples of varying lots were returned by the customer. All samples had a discolored drip chamber. The customer complaint was confirmed. A device history record review for model 2426-0007 lot number 20055135 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 20017458 was performed. The search showed that a total of (B)(4) units in 2 lot numbers was built on 31jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 19125901 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 20026101 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 20076407 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 20065575 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is the radiation sterilization process. Depending on the storage conditions, the discoloration can accelerate. The discoloration does not affect the safety or functionality of the finished product. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 5 samples of varying lots were returned by the customer. All samples had a discolored drip chamber. 20026101 drip chamber discolored, 20055135 drip chamber discolored, 19125901 drip chamber discolored, 20017458 drip chamber discolored, 20076407 drip chamber discolored. Sterilization records attached to complaint. The root cause for this defect is the radiation sterilization process. Depending on the storage conditions, the discoloration can accelerate. The discoloration does not affect the safety or functionality of the finished product.

Event description:
It was reported that 17 bd alaris¿ infusion sets experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: the nurses in out patient care noticed that some of the IV tubing was not clear and had a brown tint to them.